Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. On (B)(6) 2015, the hcp was doing a refill. The expected residual volume was 3 ml; the actual residual volume was 0 ml. The hcp was questioning if he was actually in the pump reservoir or if there was a volume discrepancy. The hcp was planning on doing an x-ray of the pump and was requesting landmarks. The reporter had no additional information. No patient symptoms were reported. The patient information was not initially reported. On (B)(6) 2016, the hcp's office indicated that they see many patients a day and the issue occurred almost a month ago. Without the patient's name, they were not able to help determine which patient was involved in the event. They had no additional information to provide regarding the event.